Manufacturer narrative:
Blocks h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: the imdrf patient code capture the reportable event of: patient code e1310 captures the reportable event of chronic utis. The imdrf impact code capture the reportable event of: impact code f2301 captures the reportable event of the advantage system implanted in 2015. Impact code f1201 captures the reportable event of years of having chronic utis.

Event description:
It was reported that an advantage system device was implanted in the patient in 2008. Following the implantation, the patient experienced years of chronic urinary tract infections. In 2015, a second advantage system device was implanted. Note: this report pertains to one of two devices implanted on the same patient. Refer to manufacturer report number 2124215-2025-30026 for the second advantage system device.